Event description:
It was reported that during a rectum resection, after firing the device, it was found that the staples were malformed. The case was completed by hand sewing. There was no consequence to the patient.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.